Event description:
It was reported that the right atrial (ra) lead was implanted in the atrium and plugged into the right ventricular (rv) port. The remote transmission showed right ventricular (rv) lead undersensing and non capture. Follow up with the patient's clinic indicated that the right atrial (ra) lead was repositioned at the time of system upgrade and remains in use. No patient complications have been reported as a result of this event.